Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer failed to open and was not able to be recovered. The pharmacy staff had to go over and manually open the drawer. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed, and it could not be recovered. A field service engineer (fse) worked with user. After troubleshooting and running diagnostics, it was found that the controller board needed to be replaced. The fse rebooted and reconfigured the drawer. The fse verified that the customer successfully inventoried the device. The system functioned as intended after the field service engineer repaired the device.